Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with cystoscopy and cystocele repair; due to cystocele and stress urinary incontinence.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted. Following insertion, the patient experienced pain, erosion, extrusion, urinary problems and recurrence. It was reported that the patient underwent autologous fascial graft and urethral strap on (B)(6) 2007 due to stress urinary incontinence and status post failed mesh. The patient experienced vaginal erosion of mesh, and underwent excision of mesh concurrently with a cystoscopy on (B)(6) 2010. (B)(4).

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2012. (B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent an autologous fascia graft, urethral strap on (B)(6) 2007 for sui, status post failed mid-urethral sling. It was reported that patient underwent excision of mesh and cystoscopy on (B)(6) 2010 due to erosion of mesh.

Manufacturer narrative:
Date sent to FDA: 1/25/2017. (B)(4). It was reported that following insertion the patient experienced urinary incontinence and urinary tract infection.

Event description:
Details: it was reported that following insertion the patient experienced urinary incontinence and urinary tract infection.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). It was reported that patient underwent hysteroscopy, dilatation and curettage, and endometrial ablation via novasure on (B)(6) 2011 by dr. (B)(6) due to menorrhagia, dysfunctional uterine bleeding, and anemia at (B)(6).

Event description:
It was reported that patient underwent hysteroscopy, dilatation and curettage, and endometrial ablation via novasure on (B)(6) 2011 by dr. (B)(6) due to menorrhagia, dysfunctional uterine bleeding, and anemia at (B)(6).

Event description:
It was reported that the patient underwent a gynecological procedure to treat stress urinary incontinence on (B)(6) 2004 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.